Event description:
It was reported that during a laparoscopic cholecystectomy procedure the tip of the blade was broken during use. Another device was used to complete the procedure. There were no adverse consequences to the pt. Blade tip missing was found at the cleaning room in the hospital when the nurse was washing the device after the procedure was already completed.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.